Manufacturer narrative:
Follow-up ((B)(6) 2015): this follow-up report has been submitted to correct prior reported information.

Event description:
Case description: this is a spontaneous report from a contactable nurse. A (B)(6) black female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l38559 (B)(6) , expiration date (B)(6) 2017, on (B)(6) 2015 for back pain due to sciatic and a synovial cyst. Medical history included ongoing hypertension since age of (B)(6), ongoing back disorder since the 1990's, ongoing synovial cyst, ongoing sciatica, ongoing back disorder, menopause from an unknown date. Patient had no diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient's concomitant medications includes blood pressure medication she had been on for years and did not think relevant to share for this report, as it did not affect her. The patient put one wrap on her back on (B)(6) 2015 at 11pm. She fell asleep on her right side. She woke up with at 4 o'clock am on (B)(6) 2015 and was hurting so bad on her left side, she grabbed her left side, lifted up her nightgown, pulled off the heat wrap and saw blood. There were two quarter or nickel size burns and one dollar coin size burn. One was second degree burn with the skin intact, puffy like a big blister and fluid inside the blister. That blister popped that morning of (B)(6) 2015. The other two burns were third degree burns and had no skin. She placed luke warm water in a cup and ran it over her left side since it was so painful and had light pink bleeding coming from the burns. She then applied a cotton ball to the burns, since she did not have any band aids and had not yet removed them by the time of report, to see if the area was still bleeding. She had permanently stopped use of the thermacare heat wrap products. Events second and third degree burn was not resolved. The other events outcome was unknown. Patient skin tone is dark, light pecan, has no sensitive skin, has no abnormal skin conditions, was not wearing several layers of clothing over the thermacare product, was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area, not engage in exercise while using the product, attached the adhesive to body, did not check skin under the product while wearing thermacare, and read the usage instructions on thermacare before using the product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): this follow-up report has been submitted to correct prior reported information: operator of device was updated from "healthcare professional" to "lay user/patient". Company clinical evaluation comment based on the information provided, the events hemorrhage, burns third degree, burns second degree with associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Follow-up ((B)(6) 2015): new information reported from the pqc group includes: lot updated from l3855p to l38559.

Event description:
Bleeding [haemorrhage]. Two burns were third degree burns and had no skin [burns third degree]. One second degree [burns second degree]. Applied heatwrap and went to sleep awoke at 4am the next morning, attached the adhesive directly to the body, did not check skin [device misuse]. Draining pus [purulent discharge]. Did not help her [device ineffective]. Makes an ugly mark on arm and it leaves like a big ugly black mark that swell up and called as keloid [keloid scar]. Scab [scab], barely got warm [product quality issue]. Case description: this is a spontaneous report from a contactable nurse. A (B)(6) black female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l38559, expiration date: (B)(6) 2017) on (B)(6) 2015 for back pain due to sciatic and a synovial cyst. Medical history included ongoing cataracts from an unspecified date, ongoing high blood pressure since age of (B)(6), ongoing back disorder since the 1990's, ongoing synovial cyst from an unspecified date, ongoing sciatica from an unspecified date and menopause from an unspecified date. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation or neuropathy. Concomitant medications included an unspecified pain medication daily from an unspecified date for back pain and an unspecified blood pressure medication daily, she had been on for years and did not think relevant to share for this report, as it did not affect her. Past product history included icy hot reported as "one of the patch like things and got burns approximately 20 years ago" for an unspecified indication and thermacare heatwraps (thermacare heatwraps) used overnight "years ago" and it did not do anything to her. On (B)(6) 2015, the patient applied the heatwrap directly against her skin after taking her shower at 11pm and fell asleep on her right side. She woke up at 4am on (B)(6) 2015 and was hurting so bad on her left side near her kidney area and she grabbed her left side, lifted up her nightgown, pulled off the heatwrap and saw blood. There were two quarter or nickel size burns and one dollar coin size burn. One of the burns was a second degree burn with the skin intact, puffy like a big blister and fluid inside the blister. That blister popped the morning of (B)(6) 2015. The other two burns were third degree burns and had no skin. She placed luke warm water in a cup and ran it over her left side since it was so painful and had light pink bleeding coming from the burns. She then applied a cotton ball to the burns, since she did not have any band aids and had not yet removed them by the time of report, to see if the area was still bleeding. The patient stated her skin then turned black and was draining pus. She denied the heatwrap getting too hot, stating it barely got warm and it did not help her. The patient slept almost the whole day following the burns because her back was not feeling well at all. When she went to her orthopedic surgeon he mentioned "he would give the epidural as injecting steroid is low and this is up near the back", near her waist line so she would not have to worry about that he is not going to touch that area and he said that he would "knock me out". The patient received the steroid injection for another treatment. The patient's primary physician stated the burn area left a big ugly black mark that swells up called a keloid. Action taken with the suspect product was permanently discontinued on an unspecified date. The patient was treated with silvadene burn cream. The burn areas have scabbed over with a bunch of little marks. Therapeutic measures taken included silvadene cream treatment for burns applied with a bandage very lightly because it was so painful she couldn't even touch the area. The patient did not go for any blood work related to the events. The patient assessed her skin tone as dark, light pecan. She denied having sensitive skin and abnormal skin conditions. The patient stated she was not wearing several layers of clothing over the thermacare product and was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She did not engage in exercise while using the product and read the usage instructions prior to using the product. The patient mentioned she used the heatwrap over the correct part of her body and did not check the skin under the product while wearing thermacare. She did not use any creams, gels or rubs under the wrap. The patient did not know if the wrap had cuts, tears, holes and leaks as she had to have cataracts removed. She did not modify the heatwrap in any way. Action taken with the suspect product was not reported. Clinical outcome of the events second and third degree burns was resolving. Clinical outcome of the event purulent drainage was resolved. Clinical outcome of the other events was unknown. Causality was not provided. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): this follow-up report has been submitted to correct prior reported information: operator of device was updated from "healthcare professional" to "lay user/patient". Follow-up ((B)(6) 2015): new information reported from the pqc group includes: lot updated from l3855p to l38559. Follow-up ((B)(6) 2015): new information received from a contactable nurse includes: patient details, additional medical history, additional concomitant medication, past product history, reaction data (additional events of keloid, purulent discharge, scabs and device ineffective), therapeutic measures taken, action taken with suspect product and event outcome. Company clinical evaluation comment based on the information provided, the events hemorrhage, burns third degree, burns second degree, purulent discharge, and associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events keloids, scabs, and device ineffective are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events hemorrhage, burns third degree, burns second degree, purulent discharge, and associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events keloids, scabs, and device ineffective are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Final confirmation status: not confirmed.

Event description:
Case description: this is a spontaneous report from a contactable nurse. A black female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l38559, expiration date: (B)(6) 2017) . On (B)(6) 2015 for back pain due to sciatic and a synovial cyst. Medical history included ongoing cataracts from an unspecified date, ongoing high blood pressure since age of (B)(6), ongoing back disorder since the 1990's, ongoing synovial cyst from an unspecified date, ongoing sciatica from an unspecified date and menopause from an unspecified date. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation or neuropathy. Concomitant medications included an unspecified pain medication daily from an unspecified date for back pain and an unspecified blood pressure medication daily, she had been on for years and did not think relevant to share for this report, as it did not affect her. Past product history included icy hot reported as "one of the patch like things and got burns approximately 20 years ago" for an unspecified indication and thermacare heatwraps (thermacare heatwraps) used overnight "years ago" and it did not do anything to her. On (B)(6) 2015, the patient applied the heatwrap directly against her skin after taking her shower at 11pm and fell asleep on her right side. She woke up at 4am on (B)(6) 2015 and was hurting so bad on her left side near her kidney area and she grabbed her left side, lifted up her nightgown, pulled off the heatwrap and saw blood. There were two quarter or nickel size burns and one dollar coin size burn. One of the burns was a second degree burn with the skin intact, puffy like a big blister and fluid inside the blister. That blister popped the morning of (B)(6) 2015. The other two burns were third degree burns and had no skin. She placed luke warm water in a cup and ran it over her left side since it was so painful and had light pink bleeding coming from the burns. She then applied a cotton ball to the burns, since she did not have any band aids and had not yet removed them by the time of report, to see if the area was still bleeding. The patient stated her skin then turned black and was draining pus. She denied the heatwrap getting too hot, stating it barely got warm and it did not help her. The patient slept almost the whole day following the burns because her back was not feeling well at all. When she went to her orthopedic surgeon he mentioned "he would give the epidural as injecting steroid is low and this is up near the back", near her waist line so she would not have to worry about that he is not going to touch that area and he said that he would "knock me out". The patient received the steroid injection for another treatment. The patient's primary physician stated the burn area left a big ugly black mark that swells up called a keloid. Action taken with the suspect product was permanently discontinued on an unspecified date. The patient was treated with silvadene burn cream. The burn areas have scabbed over with a bunch of little marks. Therapeutic measures taken included silvadene cream treatment for burns applied with a bandage very lightly because it was so painful she couldn't even touch the area. The patient did not go for any blood work related to the events. The patient assessed her skin tone as dark, light pecan. She denied having sensitive skin and abnormal skin conditions. The patient stated she was not wearing several layers of clothing over the thermacare product and was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She did not engage in exercise while using the product and read the usage instructions prior to using the product. The patient mentioned she used the heatwrap over the correct part of her body and did not check the skin under the product while wearing thermacare. She did not use any creams, gels or rubs under the wrap. The patient did not know if the wrap had cuts, tears, holes and leaks as she had to have cataracts removed. She did not modify the heatwrap in any way. Action taken with the suspect product was not reported. Clinical outcome of the events second and third degree burns was resolving. Clinical outcome of the event purulent drainage was resolved. Clinical outcome of the other events was unknown. Causality was not provided. Upon follow-up reported on (B)(6) 2015, new information from product quality complaint included investigation summary: no quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Final confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): this follow-up report has been submitted to correct prior reported information: operator of device was updated from "healthcare professional" to "lay user/patient". Follow-up ((B)(6) 2015): new information reported from the pqc group includes: lot updated from l3855p to l38559. Follow-up ((B)(6) 2015): new information received from a contactable nurse includes: patient details, additional medical history, additional concomitant medication, past product history, reaction data (additional events of keloid, purulent discharge, scabs and device ineffective), therapeutic measures taken, action taken with suspect product and event outcome. Follow-up ((B)(6) 2015): new information reported from product quality complaint included: investigation summary. Company clinical evaluation comment based on the information provided, the events hemorrhage, burns third degree, burns second degree, purulent discharge, and associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events keloids, scabs, and device ineffective are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events hemorrhage, burns third degree, burns second degree, purulent discharge, and associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events keloids, scabs, and device ineffective are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability. Evaluation summary: no quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Final confirmation status: not confirmed.

Manufacturer narrative:
Company clinical eval comment: based on the info provided, the events hemorrhage, burns third degree, burns second degree with associated device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Bleeding [haemorrhage]. Two burns were third degree burns and had no skin [burns third degree]. One second degree [burns second degree]. Placed heat wrap to back at 11 pm, went to sleep, awoke at 4 am the next morning/attached the adhesive to body, did not check skin [device misuse]. Case description: this is a spontaneous report from a contactable nurse. A (B)(6) black female pt (not pregnant) started to receive thermacare heatwrap (thermacare lower back and hip), device lot number l3855p 01/05, expiration date december 2017, on (B)(6) 2015, for back pain due to sciatic and a synovial cyst. Medical history included: ongoing hypertension since age of (B)(6), ongoing back disorder since the 1990's, ongoing synovial cyst, ongoing sciatica, ongoing back disorder, menopause from an unk date. Pt had no diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation or neuropathy. The pt's concomitant medications include: blood pressure medication she had been on for years and did not think relevant to share for this report, as it did not affect her. The pt put one wrap on her back on (B)(6) 2015 at 11pm. She fell asleep on her right side. She woke up with at 4 o'clock am on (B)(6) 2015 and was hurting so bad on her left side, she grabbed her left side, lifted up her nightgown, pulled off the heat wrap and saw blood. There were two quarter or nickel size burns and one dollar coin size burn. One was second degree burn with the skin intact, puffy like a big blister and fluid inside the blister. That blister popped that morning of (B)(6) 2015. The other two burns were third degree burns and had no skin. She placed luke warm water in a cup and ran it over her left side since it was so painful and had light pink bleeding coming from the burns. She then applied a cotton ball to the burns, since she did not have any bandaids and had not yet removed them by the time of report, to see if the area was still bleeding. She had permanently stopped use of the thermacare heat wrap products. Events second and third degree burn was not resolved. The other events outcome was unk. Pt skin tone is dark, light pecan, has no sensitive skin, has no abnormal skin conditions, was not wearing several layers of clothing over the thermacare product, was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area, not engage in exercise while using the product, attached the adhesive to body, did not check skin under the product while wearing thermacare; read the usage instructions on thermacare before used the product. Additional info has been requested and will be provided as it becomes available.